Event description:
The user facility reported a 51-year-old male noted with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The patient developed a small hematoma which required a washout to be removed. The patient successfully bridged to heart transplant.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. Based on the clinical information and the data log provided, the root cause of the access site bleeding issue was not determined since product was not returned and enough clinical information was not given. The failure mode will be monitored and trended.